Event description:
It was reported that the customer was taken by an ambulance to the emergency room with diabetes ketoacidosis and high blood glucose of 549mg/dl. The customer's blood glucose was treated with manual injections and then released. The customer declined to troubleshoot and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.